Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. Correction: d9. Additional information: h3, h4, h6, h11. The device was evaluated on site by an olympus endoscopy support specialist who found the nozzle of the scope missing adhesive, creating a seam where bioburden can be lodged. The scope was removed from service. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation , the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use which state: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ultrasonic gastrovideoscope had a gap of adhesive on the distal end. There were no reports of patient harm.